Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is an approximation as the customer was not sure when this occurred. The customer stated the event could have been on (B)(6) 2019 or (B)(6) 2019. The result in question is in the meter memory with a date of (B)(6) 2019. The result from the meter was 6.6 inr. The result from the laboratory was 4.8 inr. The time frame between the results is not known. The customer's therapeutic range is 2.5 inr. Due to the high results, the customer "visited a hospital and stayed there." Both results were above the customer's therapeutic range. The customer was treated with an unknown medication. The device correctly alerted the customer of a high inr. No additional information related to the hospitalization was provided. There was no allegation that an adverse event occurred due to the device. The test strips were requested for investigation. Relevant retention test strips (lot 361445) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 2.7 inr , qc 2: 2.7 inr , qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.